Event description:
Cerene cryoablation intrauterine handpiece inserted, but did not work; rep. Present and surgeon as operator. Handpiece removed and new device opened. This device was not inserted to uterine cavity, but malfunctioned as well. 3rd device opened and functioned properly.